Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was issued via the remote home monitoring system for intermittent low out of range pacing impedance measurements. The field representative is attempting to obtain additional information. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited decreasing pacing impedance measurements with noise. Approximately two months later the remote home monitoring system issued an alert for a low out of range impedance measurement. The patient was brought into the office for evaluation and no further issues were noted. The physician has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead was subsequently explanted due to an insulation issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 125 mm from the terminal pin. The lead was in two segments, a terminal segment and a tip segment. The tip segment measured 422 mm, with the rate sense conductor coil extending beyond the severed end by 25 mm. The distal and proximal high voltage conductors were also noted to extend beyond the cut end, tied in a knot and knotted with a suture. Visual inspection found the insulation was bunched in several places, the proximal spring electrode was stretched on the proximal end, the proximal cable to coil crimp had been pulled proximally, the coil was stretched and the insulation was torn. The distal end of the proximal spring electrode was separated from the lead body insulation and had been pushed up over the lead body insulation. Tissue was noted on the distal spring, laser extraction damage was seen on the insulation, blood and body fluid were noted in the lumens and helix housing. Detailed inspection found that the trilumen insulation was damaged approximately between 282 to 298 mm from the tip through to the all three lumens. There was trilumen insulation webbing damage between all three lumens in this area as well. The insulation on the rate sense conductor coil appeared abraded or torn in this area. The cables had ¿looped out¿ through the insulation during explant. An x-ray was performed and no anomalies were noted. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. The insulation is flattened out of round. Due to the location and type of damage, analysis determined it was likely caused by entrapment of the lead in the clavicle first-rib region. Analysis confirmed the field allegations of decreasing impedance and insulation damage.

Event description:
Additional information was received that the patient was brought into the physician's office for evaluation after the last remote home monitoring alert for low out of range impedances. At that time the following physician referred the patient to a different cardiologist for a possible lead extraction. The cardiologist opted to electively program tachycardia therapy off and place the patient in a lifevest until the replacement procedure could be scheduled. No additional information is available and the product currently remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.